Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem usb cable broke. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate cable to charge the pump.